Event description:
It was reported that syringe 30ml ll leaked. The following information was provided by the initial reporter: "leakage from plunger."

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, liquid was observed below the stopper, verifying the reported issue. Testing is performed during assembly to verify the sealing tightness of the stopper is secure, rejecting any product that does no meet specifications. A device history review was performed for the reported lot 1912287, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Investigation summary: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, liquid was observed below the stopper, verifying the reported issue. Testing is performed during assembly to verify the sealing tightness of the stopper is secure, rejecting any product that does not meet specifications. A device history review was performed for the reported lot 1912287, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends investigation. Conclusion: one picture has been received for investigation. After visual inspection of the picture, it can be confirmed that there is liquid below the stopper confirming the leak, but I cannot see any damage to the syringe or stopper to determine the cause of the leak. DHR of lot 1912287 has been reviewed not finding any annotation or deviation regarding the alleged defect. The (B)(4) peura plastipak syringes assembly (B)(6) was reviewed and failure adequately assessed. Tightness test is performed to every syringe in assembly station during manufacturing process. In case any fails it is rejected to scrap automatically. According to inspection plan procedure (B)(4), 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (B)(4): visual inspection molding: 2 injections per shift. Printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf package per pallet. Functional inspection: printing: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Assembly: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Primary packaging: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Since no samples have been received and no issues were identified and manufacturing record established that all production and quality processes were carried out normally, the root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: cannot be determined rationale: since root cause cannot be determined, no corrective action is taken at this time. Based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that syringe 30 ml ll leaked. The following information was provided by the initial reporter: "leakage from plunger".